Event description:
It was reported that during a follow up in clinic, functional undersensing was noted on the device resulting in functional loss of capture and inappropriate low voltage output. The patient experienced discomfort due to the inappropriate low voltage output. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.